Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.0, lab: 2.9. Ten minutes between finger stick and venipuncture; results sent to lab within 45 minutes. Caller reports excessive milking of finger.

Manufacturer narrative:
Investigation pending.